Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. It was reported that the healthcare provider received a call from the patient who reported an error message, presumed to be on their ptm (personal therapy manager) but the reporter was not sure. The message said "high flow rate error 29.82". Additional information was received the same day from the healthcare provider who clarified that the message was not related to the ptm. The patient was seen by a home infusion nurse and they had seen this message on their programmer. Per the reporter the patient had a dye study in february, and everything is fine with the catheter. When they were taking out the old medication in the pump, there was more left in the reservoir than there should be. The reporter stated that there was a 5-6ml difference. The home infusion nurse had not uploaded the information from the refill on friday so no report of volume discrepancy at the last refill. The patient is on flex and gets 2 boluses a day.